Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that during the modification of the catheter, it was discovered that there were no scale markings between 32-40 cm. It was reported this occurred with two devices. This report addresses both devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of missing depth markers is confirmed and was determined to be manufacturing related. One photograph of a groshong nxt clearvue catheter was returned for evaluation. An initial visual observation of the photograph showed a groshong nxt clearvue catheter inserted in a patient. It was observed that no depth markers were present between the 33 cm and 40 cm depth markers. Drapes were observed to have been placed over the patient in the returned photograph suggesting the missing depth markers were discovered during the placement procedure of the catheter. The missing depth markers was likely caused by an error during the manufacturing process. The investigation was forwarded to the manufacturing facility for further evaluation. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the modification of the catheter, it was discovered that there were no scale markings between 32-40 cm.